Event description:
Reportedly, pt had an edwards 5100 mitral ring placed last march for isolated mitral regurgitation. Pt had several post-operative complications including various rashes, pericarditis, and a pericardial effusion requiring a pericardial window. Pt has been on corticosteroids since surgery until recently when they were unsuccessfully weaned off.

Manufacturer narrative:
Device not explanted.